Manufacturer narrative:
Correction: please note patient code (B)(4) no longer applies to this report.

Event description:
Additional information was received from the patient. It was reported that the issue of the ins not getting past 25% after charging for eight hours total had not resolved. The patient would sit and let it charge for up to 18 hours at a time. It only got above 25% one time, but then dropped back down to 25%. The patient repeatedly charged it. Stimulation sensation in the leg stopped one day and now the coded parts show that it has completely discharged. No matter how long the patient tried it would not take a charge. It was noted that the patient just had the implanted stimulator which was not of use. The patient was at a loss as to why the manufacturer's devices would not operate properly and the local manufacturer representatives didn't know either.

Event description:
The consumer via the manufacturer representative reported that the patient had charged the implantable neurostimulator (ins) for about 8 hours total over the weekend, but the battery would not get up past (B)(4). It was noted that the patient was getting 6-8 recharge coupling bars and therapy was turned off for recharging. Recharge statistics from the clinician programmer showed a typical coupling of 0 with an interval of .3 and a duration of .1. While with the patient and using the implantable neurostimulator recharger (insr), the manufacturer representative reported getting 6-8 recharge coupling bars and seeing the battery display with (B)(4) while using the insr as well as the patient programmer. When asked whether there was possible rapid battery depletion, the manufacturer representative indicated the battery seemed to deplete normally. There were no reported patient symptoms. The patient's indications for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.